Manufacturer narrative:
Additional information: d10. One portex tubes blue line ultra ( inner cannula) was received for analysis. Under visual inspection we found cracks on inner cannula body. Furthermore we noticed that inner cannula pull ring is detached and whole inner cannula hub is damaged. The inner cannula wall thickness is dimension which has direct impact on inner cannula durability. Therefore this dimension was measured as per inspection procedure. All results were found to be within drawing specification. The average wall thickness measured at four points around mid section of inner cannula should be greater than 0.4mm with a minimum individual measurement of 0.35mm. To verify inner cannula durability we carried out informative testing on randomly selected inner cannula samples of each size (6.0mm - 10.0mm, both fenestrated and non-fenestrated versions) from current batches to measure their performance using established standard test methods. Based on results of the testing current blu thin wall inner cannulas were found to be suitable for its function. Investigation results indicates that it is the most probable that reported failure occurred due to excessive force used during cleaning or incorrect cleaning technique.

Event description:
Information received a smiths medical product tracheostomy/pvc - portex tubes blue line ultra (blu) inner cannula broke while cleaning on top. No patient adverse events reported .